Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The air gas module which regulates the inspiratory air gas flow to the patient was replaced during on-site troubleshooting and it has been returned for investigation. The reported issue was reproduced during test of the returned air gas module in a reference ventilator. During pre-use check the gas supply test, the o2 sensor test and the flow transducer test failed since the detected gas was unknown because the measured air supply pressure was 10 bar. During ventilation alarms for high air supply pressure, high oxygen concentration and low expiratory minute volume were generated. It was also noticed that the measure respiratory rate was slightly higher than set. The investigation showed that the cause of the observed and reported failures is a high offset drift of the gas supply pressure transducer. The gas supply pressure transducer is part of the flow measuring in the gas module. The failure of this component would lead to inaccurate gas flow regulation which will be detected during pre-use check if present and alarms will be activated if the failure occurs during ventilation. The root cause of the reported issue is a drifting gas supply pressure transducer. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).